Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal process. Tandem customer technical support educated the customer to follow the proper air removal process. Initially the customer performed the fill tubing step and resumed insulin delivery to address the issue; however, ultimately, they reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.